Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected critical pump errors (open book image) or pump errors 23, 49, or 68 were noted during testing.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had open book image. The customer¿s blood glucose was 150 mg/dl. The customer stated that the insulin pump kept on beeping and an image of an arrow pointing to a book. The was unknown pump error alarm was displayed before the open book image was displayed on the screen. The customer was advised that the insulin pump would need to be replaced and discontinue use of the insulin pump and revert to backup plan. The troubleshooting was performed. The insulin pump will be returned for analysis.